Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed non-sustained right ventricular over-sensing due to post-paced t-wave over-sensing. The patient did not receive therapy during the oversensing. The suggested programming changes were made. There were no consequences to the patient.